Event description:
During a routine induction, 500v and 600v shocks failed to convert ventricular fibrillation and the pt was externally defibrillated. Hv impedance read <10 ohms. The pocket was opened and an insulation breach on the lead very close to the implantable cardiac defibrillator was observed. The physician not only replaced the lead but elected to replace the device due to suspected external defibrillation damage.